Event description:
Covidien received information stating during patient use, the ventilator&#39;s oxygen (o2) level was set to 40%, but a low fractional inspired oxygen (fio2) alert was generated. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The technician evaluated the device and confirmed the reported issue. The sensor was replaced to resolve the issue. (B)(4)

Manufacturer narrative:
(B)(4). The oxygen (o2) sensor was received for evaluation. A visual inspection found no anomalies. The component was installed into a test ventilator and allowed to ventilate for over 48 hours with the o2 rate changed several times without issues . The device was power cycled several times with no issues observed, and the readings were always consistent with set values. The customer reported malfunction could not be duplicated.